Event description:
The pump had unresponsive buttons and frozen screen. Troubleshooting was performed. Advised customer to resume to manual injections as per md protocol. During the call the customer stated that he was hospitalized for high blood glucose a month ago. A replacement was sent.